Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the oss311 implant fractured. The tip was removed but could not be recovered. If possible, please investigate and confirm the recovered part. It will be re-buried at a later date.

Manufacturer narrative:
Zimvie received one (1) oss311, (osseotite implant 3.75 x 11.5mm) for evaluation. Visual evaluation was performed, there was the implant had signs of use. The implant was fractured at the body. The bottom portion was not returned. DHR review was completed for the subject lot number: 2018092107. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2018092107 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. The customer did submit images for the reported event. The image was a fractured implant in a sterile peel pak. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The bottom portion of the implant was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.